Event description:
Primary diagnosis: hematoma. It was reported that on (B)(6) 2012, post-op, haematic flow was observed through the scar one day after the patient discharge. 4 days later, the patient had fever (39.5°c). A scanner revealed a hematoma which caused an increase of the deficit in the left leg present since the day after the surgery. The hematic flow analysis revealed a contamination with corynebacterium urealyticumum on (B)(6) 2012. Resection of hematoma on (B)(6) 2012. On (B)(6) 2012, the lab test revealed a high level of reactive protein. On (B)(6) 2012, CT scan revealed presence of hematoma next to vertebral bodies l3 to l5. Cyto-bacteriologic analysis revealed presence of corynebacterium urealyticumum in haematic flow. The patient was hospitalized from (B)(6) 2012 to (B)(6) 2012. The patient underwent laminarth: rectomy and hematoma resection. Following medication were administered: cloxacillin and ofloxacine. The problem was resolved on (B)(6) 2013. Study procedure relatedness: related.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.